Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was replaced on (B)(6) 2018, following the recommendations on prophylactic replacement for patients with high ventricular arrhythmia burden provided in the field safety notice on platinium devices issued in july 2018. Preliminary analysis results showed that based on available data, no issue is suspected on the device.

Event description:
Reportedly, the subject device was replaced on (B)(6) 2018, following the recommendations on prophylactic replacement for patients with high ventricular arrhythmia burden provided in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis results showed that based on available data, no issue is suspected on the device.

Manufacturer narrative:
Please refer to the attached analysis report.